Event description:
The consumer reported the device was malfunctioning. The patient was feeling a shocking sensation. Troubleshooting revealed the therapy was off. No trauma/falls were reported to be related to this issue. It was indicated the patient had trouble feeling their legs and could no longer use their legs since the night of(B)(6) 2016. "Nothing was working." The patient felt strong stimulation shock in the back and lower legs like "getting electrocuted." The device had been off since (B)(6) 2016. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.